Manufacturer narrative:
The customer reported that the ECG waveforms from this transmitter display correctly; however, they disappear at the central nurse's station (cns) after approximately 2 minutes. Prior to disappearing, there's significant noise on the ECG tracing. The customer moved the patient to another telemetry unit and that resolved the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no.

Event description:
The customer reported that the ECG waveforms from this transmitter display correctly; however, they disappear at the central nurse's station (cns) after approximately 2 minutes. There was no patient injury reported.